Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios, omnipod software app version: 2.0.4, operating system: 26.0, hardware: iphone14.3, cgm sensor type: g7.

Event description:
It was reported that the patient had been transported to the ER (emergency room) via ambulance with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 57 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include almost passed out, irritability, nausea, and sweating. The medical professional gave her a turkey sandwich, apple juice and 2 honey gram crackers. The patient was released the same day (B)(6) 2025. The patient removed the pod prior to ER visit.

Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls, or hazard alarms were observed that would indicate the pod was over delivering insulin. No damages or defects were observed that would contribute to the pod over delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the tip of the exposed portion of the soft cannula was observed to damaged which did not allow fluid to flow the complete fluid path. The exact timing and cause of this damage to the tip of the exposed portion of the soft cannula could not be determined.